Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced a 0.5 cm area of ended and exposed mesh, urinary tract infection and pelvi pain radiating to the left groin causing difficulty standing and walking. An excision of the mesh was performed.